Event description:
A greenfield filter was implanted on (B)(6) 2000. On (B)(6) 2018 the patient had a venogram performed. This showed the ivc was occluded from the filter below. The physician attempted a removal of the filter, but was unsuccessful. Angioplasty of right common iliac and ivc for the purposes of creating a channel to reconstruct the ivc was additionally performed. On (B)(6) 2018 the patient was having symptoms of lower extremity swelling and multiple chest wall collaterals. Ivc filter retrieval and reconstruction of the ivc was performed. Successful removal of the ivc filter which was causing occlusion of the ivc. The filter was removed with a combination of blunt dissection and tissue ablation. Successful reconstruction of the ivc and common iliac vein was performed by the physician.